Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and five months later post filter deployment, the patient complaint of shortness of breath, a computed tomography (CT) chest was performed, and it revealed filling defects are noted within branches supplying the right middle and lower lobe consistent with pulmonary emboli. After eight years and six months, a computed tomography (CT) abdomen without contrast was performed and it revealed that the filter was slightly tilted posteriorly with the head abutting the wall of the inferior vena cava with an angle of 9.1 degree in the sagittal plane and on the coronal with an angle of 7.2 degree relative to the axis of the inferior vena cava. The central struts have perforated the inferior vena cava and demonstrates grade 2 perforation. Five peripheral struts demonstrate grade 2 and 1 perforation. A fractured peripheral strut was identified located in the mesenteric fat anterior to the inferior vena cava with no organ perforation. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two years post filter deployment, the patient was hospitalized for shortness of breath and chest pain. A chest computed tomography scan revealed acute pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two years post filter deployment, CT of the chest showed acute multiple pes in the arteries overlying the right mid and lower lungs. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. However, the origin of the pe and the relationship to the filter has not been established in the provided medical records. Henceforth, the investigation is inconclusive for any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.

Event description:
It was reported that an ivc filter was deployed in a patient with left leg dvt and multiple pe. Approximately two years post filter deployment, the patient was hospitalized for shortness of breath and chest pain. A chest CT scan revealed acute pe.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a patient with a history of left leg dvt and multiple pe was scheduled for ivc filter placement. The right femoral vein was accessed and a venogram was taken demonstrating no filing defect or thrombosis. The ivc filter was then deployed at the level of l2. The filter was placed in the ivc distal to the renal veins. The procedure was tolerated well by the patient and the patient was transferred to the recovery room in stable condition. Approximately two years post filter deployment, the patient presented with chest pain and shortness of breath and was admitted to the hospital. CT of the chest showed acute multiple pes in the arteries overlying the right mid and lower lungs. The patient was started on anticoagulation medications and was discharged home in stable condition on hospital day five. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that ivc filter was deployed in a patient with left leg dvt and multiple pe. Approximately two years post filter deployment, the patient was hospitalized for shortness of breath and chest pain. A chest CT scan revealed acute pe.